Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an endovascular treatment. During the procedure, at the second inflation, the balloon ruptured at 6 atm. The device was simply removed without any problem. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.